Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, multiple episodes of non-sustained right ventricular over-sensing were present on the patient's implantable cardioverter defibrillator. The suspected issue was due to myopotential over-sensing. The patient was asymptomatic. Programming changes were performed and the patient was stable throughout.